Event description:
This lead was explanted because patient had shortness of breath and non capture. Lead impedance > 2500 ohms for both bipolar and unipolar. Patient was last seen (B)(6) 2017. Gradual increase in impedance starting in (B)(6) and now confirmed out of range.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.